Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for normal follow-up. Non-sustained ventricular oversensing was observed suspected to be due to myopotential oversensing. Oversensing was reproduced with deep breathing and coughing. Programming changes were made and no further oversensing was observed.